Event description:
It was reported that the patient developed an infection 3 days after a pump refill. The infection began approximately one week ago. The pump was explanted and was expected to be replaced in the future. The patient was currently in the intensive care unit (ICU) and receiving antibiotics. The patient's status at the time of the event was stated to be alive with injury. The pump was used to deliver gablofen (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l56456, implanted: 1998-(B)(6), product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. (B)(4).